Event description:
The suspect device was returned because it was reported that the internal battery required replacement. During servicing, it was noted that the unit did not alarm properly. No death or injury resulted from the malfunction and the device was not being used by a pt.